Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The displacement test functioning properly. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 46 mg/dl and current is 68 mg/dl. The customer treated low blood glucose with food. Based on customer report customer allege insulin pump was over delivering. The customer was neither hospitalized nor admitted for low blood glucose. The insulin pump passed the displacement test. The insulin pump will be returned for analysis.